Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead exhibited low pacing impedance. The lv lead was not used and replaced to complete the procedure. The patient was in stable condition.